Manufacturer narrative:
For 2 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve the 2 events, the adjustable pressure limit valve was replaced to resolve the reported issue. Serial numbers: (B)(4).

Event description:
This report summarizes <noe> 2 <noe> malfunction events. A review of the events indicated that model 1006-9305-000 anesthesia gas machine experienced increase in pressure. 1 event was reported for the adjustable pressure limit valve not relieving pressure in the patient circuit, 1 event was reported for the adjustable pressure limit valve was not relieving pressure in bag mode resulting in an over delivery of pressure in the patient circuit. These reports were received from various sources. Of the 2 events, 2 did not involve patients. There was no patient information available.